Event description:
The physician did a post op angiogram of a previously implanted cypher stent. The stent had very aneurithmic type features around the vessel. The pt may have had a reaction to the polymer or sirolimus. The pt will have bypass surgery.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.